Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while advancing a ruby coil through another manufacturer's microcatheter the physician experienced resistance and subsequently, the ruby coil became stuck in the microcatheter. The physician was able to remove the entire microcatheter with the ruby coil still inside of it. The physician reported that the patient's anatomy was a bit tortuous. The procedure was completed using a new ruby coil and a new microcatheter. It should be noted that the physician used a rotating hemostasis valve (rhv) but did not maintain continuous flush. There was no report of an adverse effect to the patient.